Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tube, the device experienced discolored/ abnormal additive form. The following information was provided by the initial reporter. The customer stated: we received 31 x 100 tube for blood collection, vacuum, k3e k3edta, sterile, 13 x 75 mm, 3 ml (bd vacutainer 368857 translucent lavender cap). The liquid that should be in the tubes are all dried up. There was no user impact as this was occured during the quality checks within imres. No patient involved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd received 2 photographs from the customer in support of this complaint. Evaluation of both photos did not confirm the reported defect, no additive abnormality was observed. 100 retained samples were visually inspected, and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tube, the device experienced discolored/ abnormal additive form. The following information was provided by the initial reporter. The customer stated: we received 31 x 100 tube for blood collection, vacuum, k3e k3edta, sterile, 13 x 75 mm, 3 ml (bd vacutainer 368857 translucent lavender cap). The liquid that should be in the tubes are all dried up. There was no user impact as this was occured during the quality checks within imres. No patient involved.